Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen struck a chair during user training, after which the touchscreen became unresponsive; the user was initially able to continue using the device, but the following day could not enter meal announcements, and a replacement ilet was shipped with instructions provided for shutdown and return. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated insulin dosing and the user transitioning to backup therapy with a different pump and continued cgm use. Investigation included customer service troubleshooting and arrangements for device replacement with data sync to the mobile app prior to return. Investigation of this case revealed a damaged display/touchscreen component consistent with physical impact, resulting in loss of user interface function without alarms. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.